Manufacturer narrative:
(B)(4) follow up. It was reported the vial had a particle in it. As a sample was not returned, a thorough sample evaluation by our quality team. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows the rubber stopper of a vial. The second photo shows a syringe assembled to a needle assembly. The third photo shows what appears to be a paper towel with a hand drawn circle and a dot in the middle. No other information could be obtained from the photos. A device history record review was completed for provided material number 305211, lot 3055156. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.

Event description:
Material # 305211, batch # 3055156. Verbatim: rcc received a complaint via email. On 24-may-2024, the physician's office staff contacted regeneron medical information to request a replacement of one eylea hd vial kit. The reporter stated that the vial "had a particle in it". The particle was noticed during withdrawal from the vial. The reporter described the particle as a "little black speck, dot" floating in the solution inside the vial. The operator was able to successfully prepare a dose from a different eylea hd and thus the patient did not miss a dose. The vial and carton have been sequestered and are available for retrieval. No additional information was available at the time of this report.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.